Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging liver damage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging liver damage. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, found an unknown contaminant in the grooves of the ui/front panel, a dust/hair-like material is found on the top enclosure, keypad, rear panel, bottom enclosure. Spots of unknown contamination is found in the iso port of the rear panel. Scratch-like damage is observed on the bottom enclosure/warning label. Internal observation shows an excessive amount of dust-like contamination on the ui panel, top enclosure, rear panel, bottom enclosure. Dust-like material along with hair-like fibers is observed at the base of the bottom enclosure. A whitish dust-like contaminant is found on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint and observed no evidence of degraded sound abatement foam. Sections d8, d9, h2, h3, and h6 were updated.